Manufacturer narrative:
(B)(4). As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. Should additional information become available, a follow-up report will be submitted. This is report 1 of 3 involved in this peritonitis event.

Manufacturer narrative:
(B)(4). A batch review was conducted for potentially associated lot numbers h11g01024, h11f15028 and h11e15020 and no exceptions were observed that were related to the reported condition. The problem was confirmed. The cause of the user error which resulted in the peritonitis was undetermined. The label review found the labeling adequate for the user error in this complaint. Baxter has conducted a trend review and found that similar reports have been received for the reported condition. This issue is being investigated through CAPA.

Event description:
This report was received from global pharmacovigilance (gpv) and is a spontaneous report by a nurse in the (B)(6) of a patient who made a mistake/touch contamination and peritonitis in a patient coincident with dianeal pd4 ambuflex therapy for peritoneal dialysis (pd). During a call with baxter customer services, the following was reported. On an unreported date, the patient made a mistake/touch contamination. On (B)(6) 2011, the patient experienced peritonitis. On (B)(6) 2011, the patient was hospitalized for the peritonitis. The cause of the peritonitis was reported as the patient made a mistake/touch contamination. Treatment information was not provided. The outcome for peritonitis was unknown. The outcome for the patient made a mistake/touch contamination was not reported. Dianeal pd4 ambuflex therapy was ongoing. The nurse stated the peritonitis was not related to dianeal therapy but did not provide an opinion of causality for the event of the patient made a mistake/touch contamination.